Event description:
Customer reported issue with touchscreen responsiveness. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset instructions, and customer successfully reset pump, restoring screen interaction.